Event description:
The customer reported that during ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed a "mid:09 (air trap assembly)" error. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "mid:09 (air trap assembly)" error was confirmed during functional testing and review of the event log. The root cause of the reported complaint was a failed air trap block with board. The event log review indicated multiple mid:09 errors, confirming the reported complaint. The thermogard system failed functional testing due to mid:09 displayed upon powering on, confirming the reported complaint. The air trap block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard xp ivtm system with sn. (B)(6) was reported on august 5, 2022, and the air trap block with board was replaced.